Manufacturer narrative:
On 06/11/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of left side tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction procedure with a mentor cpx 2 breast tissue expander 450cc device that deflated after implantation. Deflation of the left side tissue expander was detected by both ultrasound and MRI. In addition, a silicone infiltration in the axillary lymph node was confirmed by a core biopsy. As a result, the patient underwent explantation on (B)(6) 2019.